Event description:
On (B)(6) 2006, a sparc was implanted in the plaintiff to treat her stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious injuries, including, but not limited to: mesh erosion, continued urinary incontinence, dyspareunia, pelvic pain, bladder infections, anxiety, depression, and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, sustained permanent injuries," and "disability."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.